Manufacturer narrative:
An event regarding damage noted during inspection for an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: the impactor tip showed damage on the impact surface and on the threaded section of the device. A portion of the threaded end of the device is missing and the lot details are no longer visible. Medical records received and evaluation: the event was not associated with a procedure. Device history review: a device history review could not be performed as the device details were not reported. Complaint history review: a complaint history review could not be performed as the device details were not reported. Conclusions: this event is under the scope of CAPA that determined the root cause to be design issues, no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Found broken plastic tip tucked away in spd from a consignment tray. Was not broken during a case.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Found broken plastic tip tucked away in spd from a consignment tray. Was not broken during a case.